Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4). Patient received a customer made prothesis on (B)(6) 2004 at (B)(6) hospital. At the beginning of the year 2012 she accused serious pain and burning sensation at the left lower limb and gluteal with paresthesia at both lower limbs and cervical pain. On (B)(6) 2012, the patient was subjected to a revision surgery to replace the mom implants. The revision was done at (B)(6) hospital. Currently the patient health state is not improved: the legal surgeon infact detected an extension of the left lower limb, joint deficit, lameness, inability to continued walking, lumbar pain. Pain at the right knee. After a cat examination was detected a pseudo tumor due to the release of co and cr ions. Update rec'd 22 february 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision wear of the insert was noted. Increased metal ion levels were also reported. Part/lot information was updated. At this time the head and liner are being reported. The complaint was updated on: 16/03/2016.

Manufacturer narrative:
Conclusion and justification status: (B)(4). Patient received a custom made prothesis on (B)(6) 2004, at (B)(6). At the beginning of the year 2012 she accused serious pain and burning sensation at the left lower limb and gluteal with paresthesia at both lower limbs and cervical pain. On (B)(6) 2012, the patient was subjected to a revision surgery to replace the mom implants. The revision was done at (B)(6). Currently the patient health state is not improved: the legal surgeon in fact detected an extension of the left lower limb, joint deficit, lameness, inability to continue walking, lumbar pain. Pain at the right knee. After a cat examination was detected a pseudo tumor due to the release of co and cr ions. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Addendum added 13 apr 2016: a review of manufacturing records and complaint databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.